Event description:
It was reported by the surgeon that at the time of implant of the lvad pump, the felt was pulling away from the silastic on the apical sewing ring. The surgeon secured the felt using bio glue. The sewing ring was replaced and the case proceeded. It was noted that the surgeon was using the manufacturer's instruction for use technique during the implant.

Event description:
Additional information: the patient remains ongoing on lvad support and is doing well. No further issues have been reported.

Manufacturer narrative:
The report that the felt was pulling away from the silastic on the apical sewing ring during implant could not be confirmed by the manufacturer. No photographs were taken during the implant procedure and the patient remains on-going on lvad support with no further issues reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.